Manufacturer narrative:
Investigation summary: bd did not receive any samples for investigation. Complaints for sample quality are under statistical control for the month of march 2026. At this time, further testing is not indicated. The device history review could not be conducted due to unknown lot number. This complaint has not been confirmed for the customer indicated failure mode: sample quality (clotting). No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) plus blood collection tubes, an unspecified number of tubes are clotting. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k213670, k231373. Investigation summary: bd did not receive any samples for investigation. The device history review could not be conducted due to unknown lot number. No definitive potential cause could be established for the reported defect. Based on an evaluation of severity and frequency it was determined that no corrective actions are required. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) plus blood collection tubes, an unspecified number of tubes are clotting. No adverse impact was reported regarding the patient or user.